Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer on 8/29/2016, and confirmed the leak in the area of the bsv (blood sampling valve) caused by disconnected bsv tubing at wire marker 11 (wm11) which goes from the bsv to the mixing chamber to deliver the sample differential loop. The fse replaced the tubing, resolving the leak. (B)(4).

Event description:
A customer reported an uncontained leak of fluid from a coulter hmx hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat when the fluid leak, described as waste, was observed. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.